Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis showed no anomalies. Additionally the proximal conductor was distorted, the outer insulation was breached/cut, the outer insulation had cosmetic depression, and there was apparent explant damage. Blood and body fluid were present on the proximal conductor (not obstructed) and helix. There was a large amount of tissue on the helix.

Event description:
It was reported that the right ventricular lead had rising thresholds and sensing depreciation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.